Event description:
It was reported that during the implant attempt, two left ventricular (lv) leads were attempted but could not get acceptable lv thresholds using either lead (all were greater than 3 volts). The leads were not implanted with the final system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed). (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed).